Event description:
During routine removal of the plate and screws, the surgeon found that one of the screws was broken. The broken screw, along with plate and all of the other screws, was explanted.

Manufacturer narrative:
Screw was not damaged and met specification.additional mdrs associated with this event:MDR 3025141-2014-00183 follow up 1: screw 1,MDR 3025141-2014-00210 screw 2,MDR 3025141-2014-00211 screw 3,MDR 3025141-2014-00213 plate,MDR 3025141-2014-00214 screw 5,MDR 3025141-2014-00215 screw 6,MDR 3025141-2014-00216 screw 7,MDR 3025141-2014-00217 screw 8.